Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostim ulator product ID 3387-40, lot# j0340564v, implanted: 2003-(B)(6), product type lead product ID 748240, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 3387-40, lot# j0101912v, implanted: 2001-(B)(6), product type lead, product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension product ID 37642, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator was at 2.5 volts. It was noted the manufacturing representative or patient did not see an elective replacement indicator (eri) message. It was noted that eri was normally at 2.6 volts. Additional information received reported the patient was fine and there were no problems or issues. See MFR. Report # 3004209178-2013-12735. It was unclear which device was involved in the event.

Event description:
Additional information received reported that there was an elective replacement indicator (eri) message. It was noted that the eri message was seen on the clinician programmer and the patient may have missed the eri message. The reporter did not remember what the battery voltage was. It was reported that the patient was having a replacement done the day of the report.